Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the device was not cooling leading to an error 80. During decon, unit not cooling, all 3 pumps observed working. Chiller assembly was replaced. Device originally short filled during decon. Ran unit for 3 minutes, topped off water to correct level. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was evaluated.

Event description:
It was reported that the biomed tried to calibrate the arctic sun device and was failing for an error 80 (non-recoverable system error) expected 6 actual 27 degrees, the device would be coming for service under warranty. As per investigator notification received via email on (B)(6) 2023, additional issues found during decontamination. Originally short filled, ran for three minutes, and topped off to correct level. Unit not cooling, all three pumps observed working.